Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right ventricular (rv) lead exhibited no sensing, no capture, pacing failure and dislodgement. It was also reported that the rv lead may not have been screwed in properly due to sclerosis of the myocardium. Troubleshooting of the rv lead was performed and the lead remains in use. The patient was put under observation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right ventricular (rv) lead exhibited no sensing, no capture, pacing failure and dislodgement. It was also reported that the rv lead may not have been screwed in properly due to sclerosis of the myocardium. Inactivation of the rv lead was performed and remains in the patient. The patient was put under observation. No patient complications have been reported as a result of this event.